Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that three years prior, their physician stated their implantable cardioverter defibrillator (ICD) was "not working" resulting in inappropriate shocks to the patient. The patient's medication was adjusted and the ICD remains in use. No further patient complications have been reported as a result of this event.